Event description:
Diabetic ketoacidosis[diabetic ketoacidosis]. Case description: a nurse reported that a patient with type I diabetes was hospitalized in 2002 with diabetic ketoacidosis (dks) during use with novolog penfill (insulin aspart) and an induo insulin doser. The event occurred with one particular cartridge of novolog penfill. The nurse stated that the insulin in the suspected cartridge was below wih blue line (the label band) on the cartridge for several days prior to the event, therefore, the nurse believed that the patient was not receiving any insulin when they performed their injections during that time. The patient was admitted to the hospital in 2002 with a blood glucose level of 427 mg/dl and acidosis. Pt was treated with a continuous infusion of regular insulin, and their blood glucose levels and acidosis normalized within 24 hours. The patient was discharged from the hospital 2 days later and continues to use the products in question. The nurse also indicated that the patient is non-compliant with their diabetic diet and has been hosptalized multiple times in the past for dka. Pt did not have any changes in their diet, medications activity level or health status prior to this event. The nurse also stated that they observed the patient using the induo insulin doser while pt was in the hospital and nurse noticed that pt did not do an air shot with every injection. The patient told the nurse that pt was instructed to only do the air shot when pt changed the disposable needle. Pt had been using the doser three to four times a day and only changed the needle once a day. The patient has been recovered from the event.